Event description:
It was reported that a 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the spike port. The issue was identified during media fill testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot manufacture date: july 09, 2019 - july 10, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.